Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
As reported, rep was contacted (B)(6) 2018 by a surgeon in regards to stryker smart toe implants (no specific part/ lot numbers). Surgeon stated he has experienced 10-12 implant failures in 100 cases he has utilized the system. I haven't covered his cases since 2013 (at his request). As a result, I was unaware of these failures until now. This event is for case 10 of 12.